Event description:
While harvesting fat cells into the revolve collection canister, during the rinsing procedure, it was noted that there was a hole in the inner mesh. Due to this defect in the product, approximately 200cc of harvested fat cells were wasted. A new device was placed on field without incident. The surgeon notes in the operative report: "of note, about halfway into the first session of filtration, it was noted that the filtration mesh seemed to have had a defect that we were losing quite a bit of fat into the suction canister which should not have happened. That fat was then immediately transferred into a new filtration system ... There was a visible rift in the seam of the internal filter." The procedure continued "ultimately grafting a total of 360 ml to the right and 300 to the left." The patient tolerated the procedure well. There were no complications.